Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient expired at home. Data obtained from the device indicated that the patient was in ventricular fibrillation. Low hv lead impedance was measured. Device interrogation revealed a possible high voltage circuit damage alert. The device stored multiple vf episodes within a half an hour. All therapies were aborted.